Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use at the time of the event. The philips field service engineer (fse) visited onsite and confirmed that the system was unable to boot up. Upon functional testing, the fse found that the system stuck on philips logo. The fse confirmed that the software was corrupted, so the fse reinstalled the software and loaded the backups. The fse also configured the system connectivity settings. Upon further troubleshooting, the fse found that the x12 on the cisco gigabit switch was failing. To resolve the reported issue, the fse replaced the cisco gigabit switch. After replacement and necessary system configurations, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up, stalling at the philips logo. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.